Event description:
The customer reported that the insulin gauge on their pump displayed a different amount than expected earlier in the day, resulting in a discrepancy of over 30 units. However, there was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge.